Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. As corrective action, the customer was advised to reset the malfunction code, but a pump charger was needed for the reset. Cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not recur thereafter. Customer may continue to use the pump.